Event description:
During a tubal ligation procedure, the band from the disposable falope-ring band application kit misfired and cut the falopian tube. The procedure was completed by cauterizing the falopian tube.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.